Manufacturer narrative:
Date of event: the date of the event was not reported, therefore (B)(6) 2020 was populated as an estimate.

Event description:
It was reported that device entrapment occurred. A 4.00 x 20 synergy drug eluting stent was loaded onto the wire. Upon advancing the stent delivery system it became stuck on the non-boston scientific guidewire. The delivery system could not be advanced past the distal end of the guide catheter. The physician needed to remove both the stent delivery system and the guidewire from the body as a unit. A new guidewire was advanced and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
B3 date of event updated to (B)(6) 2020.

Event description:
It was reported that device entrapment occurred. A 4.00 x 20 synergy drug eluting stent was loaded onto the wire. Upon advancing the stent delivery system it became stuck on the non-boston scientific guidewire. The delivery system could not be advanced past the distal end of the guide catheter. The physician needed to remove both the stent delivery system and the guidewire from the body as a unit. A new guidewire was advanced and the procedure was completed. There were no patient complications reported. It was further reported that the wire and the stent were pulled out together the stent likely never even exited the distal end of the guide catheter. It became stuck right after the physician went past the touhy.

Event description:
It was reported that device entrapment occurred. A 4.00 x 20 synergy drug eluting stent was loaded onto the wire. Upon advancing the stent delivery system it became stuck on the non-boston scientific guidewire. The delivery system could not be advanced past the distal end of the guide catheter. The physician needed to remove both the stent delivery system and the guidewire from the body as a unit. A new guidewire was advanced and the procedure was completed. There were no patient complications reported. It was further reported that the wire and the stent were pulled out together the stent likely never even exited the distal end of the guide catheter. It became stuck right after the physician went past the touhy.

Manufacturer narrative:
B3 date of event updated to 08dec2020. Device evaluated by MFR: synergy ii us mr 4.00 x 20mm stent delivery system catheter was returned for analysis. Device was returned with 0.014 guidewire attached - unable to remove wire due to inner damage. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using a snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found the inner lumen to be accordioned at multiple locations and the wire-port was damaged. No other issues were identified during the product analysis.